Event description:
It was reported that during a rectosigmoidectomy procedure, in the middle of the procedure, the device stopped working. An "error 5 instrument" appeared in the generator's display. Other shears were used but they did not work after being turned on and tested. The handpiece was replaced, but the problem persisted. Then a third shears device was used and worked normally. There were no adverse consequences for the patient. Two devices will be returned.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Device a was returned in good physical condition. The device was tested with a generator and was functional; in addition, the device activated with both max and min buttons. The tissue pad of the device was in good physical condition. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly stopped working and an "error 5 instrument" appeared in the generator's display. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Device b was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for an error code 5. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The device was functionally tested with a generator and an error code 5 (instrument error) was displayed. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Device b batch j90x44, mfg date: 4/12/2012, exp date: 3/12/2017.